Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The sgc referenced are filed under separate medwatch report number.

Event description:
This is being filed to report a single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. Imaging was noted to be difficult due to shadowing. The clip delivery system (cds) was advanced and grasping was difficult due to patient anatomy, as there was a large coaptation gap. The clip was able to be implanted; however, after deployment, the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the sdla clip. The mr was reduced to 2+. After the steerable guide catheter (sgc) was removed, an atrial septal defect (asd) was noted. An asd closure device was used for treatment; however, the patient was difficult to stabilize and the oxygen had dropped. The patient continued to be monitored and was extubated later. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported imaging is due to procedural conditions. The cause for the reported single leaflet device attachment/sdla and difficult grasping are due to patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.